Event description:
As the physician was finishing the case and started to remove the catheter the stopcock broke off and air bubbles were seen in the line. Pt was taken for x-rays to determine if pneumothorax was present. Pt's x-ray was clear.